Event description:
The customer complaint indicates that a bhcg result was falsely low and was questioned by the physician. Investigation determined that the bhcg cassette was used previously on a different access system and was moved to the access system in question where the false low result was produced. Product labeling clearly states that access reagent cartridges cannot be removed and used on a different system. The second instrument assumes a full reagent cartridge has been loaded and when the cartridge has already been used on a different instrument, the reagent volume will be less than assumed. The false low result was reported, but no diagnosis or treatment was altered based on the false low results. No injury occurred. This is a user error, in that, failure to follow instructions resulted in the incorrect result. A potential health risk to the patient or fetus exists when a false low bhcg results is reported and could be used by a physician in the course of patient care, and has the potential to alter the diagnosis or modify a course of treatment.